Event description:
It was reported that the trial patient started their trial this time last week. This morning the wires got accidentally snagged on something and they were halfway pulled out. The wire was almost out and it was uncomfortable. The patient didn¿t know what to do next and they called their health care provider (hcp) and left a voicemail. The patient was seeing their hcp tomorrow morning anyway. The manufacturer representative wanted the patient to call them. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).

Event description:
Additional information received reported that the patient was done and everything was fine. The leads were pulled and no further therapy was pursued. The action taken to resolve the event was that the patient was turned over to support link for follow-up.